Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) since (B)(6) 2013 and that the patient had gone to the hospital for elevated bgs. The reporter noted that the patient¿s bg at one point was 22 mmol/l. There were no reported signs or symptoms of hyperglycemia. The reporter stated that the patient had tried changing infusion sets and sites multiple times, but bgs remained elevated and the patient went to the hospital. No information regarding the hospital visit was provided. The patient was reportedly off the pump and was on injections at the time of contact with animas, and the patient¿s bg at that time was reportedly 7.5 mmol/l. The patient was reportedly traveling and had not changed the time on the pump to account for the time difference as the doctor had recommended doing. A review of the basal rates showed that the patient¿s basal rates were set as follows: 12 am: 0.700, 8 am: 0.900, 6 pm: 0.900. Customer technical support attempted to follow up with the reporter for additional information, without success. This complaint is being reported based on the allegation that the patient sought medical intervention for hyperglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor, as the user had reportedly not adjusted the pump¿s time settings to account for time changes while traveling.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2016 with the following findings:a review of the black box indicated that the time and date was resetting to default after reboots. The pump history from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. The pump passed a timekeeping accuracy test. Unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.